Event description:
It was reported that the patient developed an infection sometime post-op.

Manufacturer narrative:
(B)(4): device was not returned to medtronic for evaluation. A review of the device history records found no information to indicate a non-conformance to specification.